Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5068-58, right ventricular (rv) lead; implant: (B)(6) 1997. (B)(4).

Event description:
It was reported that a medtronic representative contacted technical services about a right atrial (ra) lead exhibiting a high number of atrial high rate episodes (ahre). Technical services recommended programming changes that have been implemented. The lead remains in use and no patient complications have been reported as a result of this event.